Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that it felt like it was out of whack. The patient did not have the patient programmer with them the last 4 months because they were in (B)(6), and they just changed the batteries in the patient programmer because they were dead and checked their therapy settings and stated, ¿I know its on a setting that it wasn't on, I¿m trying to find out what setting that you have that I was on last.¿ the patient used their patient programmer to see their current therapy settings and knew they were not at level 2 at .7 and knew it was out of whack. The patient wondered how it would get out of whack and it was reviewed with the patient that the only way program or amplitude numbers could change were with the programmer use and settings do not change when the patient programmer batteries deplete. The patient inquired about previous settings that the patient had and it was reviewed that the they could ask the managing healthcare provider¿s (hcp) office if they have a record of this, and they could coordinate a meeting with a manufacturer representative to check. The patient confirmed they saw the stim on icon; however, they used the stim on button instead of the sync button to sync with the ins. The patient was not feeling any stim sensation currently and it was reviewed how to increase amplitude. The patient was able to increase amplitude to a point where they could feel stim sensation. It was recommended that the patient monitor their symptoms and follow-up with their managing hcp if not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.